Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow up visit, low, out of range, low voltage lead impedance and noise was observed on the lead. Physician opted to delay lead revision procedure until elective discharge of battery replacement. Lead remains implanted. No further information available.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received indicating there were additional episodes of low pacing impedance and noise. No intervention was performed and the physician will continue to monitor the lead. The patient was in stable condition.